Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine generator replacement, the right ventricular (rv) lead experienced non-capture at maximum outputs through the new device and the analyzer. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.